Event description:
I had a sandstone fraxel laser treatment matrix fractional co 2 laser. I went in to have a very easy simple fraxel laser and the dr and the machine have caused severe burn to my face skin. This machine should be outlawed. My skin is scared as if I was in a fire. What are you doing to protect us against this? You need to go on the site real self and read about the damage that has been done. Please stop this machine and these doctors. Diagnosis or reason for use: this was to help clean skin of sun damage. Not burn my skin.